Manufacturer narrative:
The company rep examined the system and found no problem. The system was then tested and met product specifications. No samples were returned for eval. The system's event log was forwarded for review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, the system displayed a "red screen error" at the fluid air exchange phase. There was a 10 min delay while the system was rebooted, and it was reported that the surgeon had difficulty maintaining the air pressure in the eye. The surgeon commented that "the retina had come off again". The surgery was completed after the system reboot. Add'l info has been requested on multiple occasions, but no more details were provided. This is the first of two medical device reports for this facility.